Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lost to follow up for a few years. Stored alerts indicated high and low impedance since the lead was connected to a new ICD in 2016. High right atrial (ra) lead threshold was also noted. A remote monitoring transmission indicated that the ra lead was noted to have undersensing. The patient received an inappropriate shock due to the undersensing. An x-ray showed that the atrial lead was not connected to the device. The care plan is to reprogram to vvi mode.